Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels too high to register on the glucometer. The customer stated that she experienced frequent urination, fatigue, headaches and a rapid heart rate. Troubleshooting was performed, and the insulin pump had the wrong time and date programmed. Assisted with the correct programming. All other settings were correct. The insulin pump passed the prime test, but failed the high pressure test twice. Nothing further was reported.